Event description:
While operator was performing a level one control test, the device generated a "code key exception" error (which occurs if code key is removed during test). Reporter stated that operator proceeded to perform a successful level two control test which unlocked the device for pt testing. Device configuration mandates that, both a successful level one test and a level two test be performed every 24 hrs to unlock device for pt testing. According to reporter, operator did not attempt to rerun level one. No pt injury was reported. Technical support requested the return of the suspect product and replacement product was shipped.